Event description:
Healthcare professional alleges that a "dialyzer hypersensitivity reaction" occurred ten minutes into dialysis treatment. Symptoms reported included nausea and general malaise. The pt was reinfused the extracorporeal circuit (the blood within the dialyzer was rinsed back). One liter of normal saline was infused through the dialyzer and the treatment was restarted. Symptoms continued, as oxygen was given for sob and more volume was infused for hypotension. Apparently, then the pt became stable and the treatment was completed without further incident. MDR filed as device was reused and is evaluated as if first time use. Note: dialyzer had been reprocessed with formaldehyde, as wel as arterial blood line.